Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system (dxc 600i) generated multiple erroneous troponin I (accutni) results over three days, (B)(6) 2012. Customer reported the erroneous results were reported out of the laboratory. This report addresses the erroneous result generated on (B)(6) 2012. Customer indicated that the dxc 600i system also gave multiple ultrasonic surface detection failed errors over the three-day period. Customer indicated that all system check results passed within specifications. Customer indicated precision was good. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that access accutni reagent, lot 222174, and access accutni calibrators (s0-s5), lot 123132, were used in conjunction with the dxc 600i system. Bec field service engineer (fse) found the high voltage was performing at 169 vac (volts alternating current). The system specification is 197 vac ± 10 vac. The fse replaced the transducer tip as the tip showed signs of wear. The fse then adjusted the ultrasonic voltage to 197 vac. The fse also adjusted the vertical alignment of the main pipettor and verified the wash arm operation. The fse performed a routine system check and a high sensitivity system check; no issues were noted.

Manufacturer narrative:
Evaluation: ultrasonics hardware. This report is one of three reports related to three events that occurred on three days. This report is related to MDR # 2122870-2012-01838 and MDR# 2122870-2012-01839.